Event description:
On 23rd january 2024, rayner recieved notification from its distirbutor in slovenia of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens got stuck in the injector and could not be implanted.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during injection the lens got jammed in injector, and could not be implanted. As a result of the event the surgery has not been completed, and the patient is awaiting replacement of rayner iol. It has been confirmed that the subject device is not available for return to rayner for evaluation. The rayner risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic;inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone emv toric rao210t batch 103226795 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 103226795. Without the ability to examine the device and without any additional evidence (e.g., surgery video) being provided it is not possible to determine the root cause of the reported event in this case.